Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity, a 2.25x28 mm rx xience v stent delivery system (sds) was advanced and the stent was implanted. After inflations of the sds balloon were performed, the balloon could not be inflated. Reportedly, 5-6 inflations were performed at an unknown atmosphere and no balloon rupture was suspected. The stent was successfully implanted and fully apposed to the vessel wall prior to the failure to inflate of the sds balloon. The sds was simply withdrawn from the patient anatomy. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.